Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in (B)(6) 2015 (FDA-2014-n-0736-1197 awareness date 04-oct-2015 ). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer reported that since then she started experiencing severe pain on her left side and swelling where the implants were inserted. She missed days at work due to the pain. Since her fallopian tubes could not be removed without damage, she had to get a partial hysterectomy. On (B)(6)-2014 she had a partial hysterectomy and since then she has had no pain. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since then started experiencing severe pain on her left side. She underwent a partial hysterectomy 5 years after insertion. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship, the lack of an alternative explanation and since the pain resolved after the partial hysterectomy, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident due to required intervention (partial hysterectomy). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Ptc investigation result received on 02-nov-2015: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and since then started experiencing severe pain on her left side. She underwent a partial hysterectomy 5 years after insertion. This event, interpreted as pelvic pain, was considered serious due to medical significance and is listed in the reference safety information for essure. Pelvic pain may occur after essure insertion. Given the positive temporal relationship, the lack of an alternative explanation and since the pain resolved after the partial hysterectomy, causality with essure cannot be excluded. Non-serious event was also reported. This case was regarded as incident due to required intervention (partial hysterectomy). The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.